Event description:
It was reported to kendall healthcare products in 2/2001 that lpn went to give injection and the shield fell back. Lpn states that lpn has had experience with them and never had this problem. Lpn is almost sure lpn locked it but cannot say for sure. Sample was disposed of.